Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic and loss of atrial capture was observed. This was the first time the patient had been seen at the clinic, and no previous information could be gathered about when the issue began. The device was reprogrammed but was still showing loss of capture. Upon x-ray imaging of the lead, it was seen to be fully dislodged. The lead was capped and a new lead was successfully implanted on (B)(6) 2017. Patient was stable before, during, and after the procedure.